Event description:
Patient had aortic valve replacement in 2006. He was discharged the next month. He was seen by the cardiac surgeon for a follow up appointment eight days later, when he was found to have a pt>50 and was complaining of approximately one week of lethargy, anorexia, low grade fever, and chills. His sternal wound had scant yellow drainage, which was cultured and found positive for mrsa, blood cultures were also positive for mrsa. He was taken to the or for debridement of the sternal wound two days later. Tee was done intraoperatively, which showed vegetation on the patient's prosthetic aortic valve. He was transferred to ICU postoperatively on the ventilator and required pressors for hypotension. He also developed thrombocytopenia. Four days later, he had 3 episodes of ventricular arrhythmias, which the cardiac ep documented was due to perivalvular abscess eroding the patient's conduction system. The next day, the patient was taken back to the or for mvr, avr, and repair of right atrium fistula. After a lengthy surgery which involved multiple blood transfusion in an attempt to correct coagulopathy, the patient was transferred to ICU where he expired at 3:40 am, the next day.